Event description:
It was reported that the patient presented in clinic for a follow-up. The implantable cardioverter-defibrillator (ICD) was unable to be interrogated by an updated merlin programmer. The ICD was reset with the use of a non-updated programmer, resulting in successful interrogation. There was no loss of device functionality and no patient consequences.

Manufacturer narrative:
The reported event of unable to interrogate the device was confirmed. Based on the review of the logs provided, it was determined that the device was unable to complete the interrogation request with the merlin programmer. The cause of the incident was due to a software anomaly observed in the merlin programmer smr2 software, resulting in an inability to interrogate the device.

Manufacturer narrative:
The field complaint that the programmer won't interrogate could not be verified. During analysis, a working 3630 wand was connected and a device was interrogated successfully. The telemetry spacer was inserted and the telemetry remained with one solid led. The dtm board and j9 were inspected and found to be okay. No interrogation anomalies found at the time of analysis.